Manufacturer narrative:
(B)(4).

Event description:
Per customer, the pump turns on and appears to work but does not infuse fluids. No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and no error code was found. The device was not returned to brèzins as received at lake zurich and its investigation was carried out locally by our technical team. An external check was performed on the device and nothing to notice. An internal check was performed on the device and the capacitor on power supply board was found oxidized. Ocs test performed and passed. Test 16 (flow rate) performed and passed. To solve the issue, the power supply board and door latch found cracked were replaced. The device was cleaned, post service tested per quality control check list and released for use. The replaced power supply board was returned to brézins for investigation. Investigator cross tested the power supply board with a volumat us tester to verify the complaint. There was an unstable 10-volt secondary output disturbing the electrical system. The instability of the power system would have created a technical alarm preventing the pump from operating. Therefore, the reported event has been reproduced and is confirmed. The reason for the failure is due to random output from the secondary power supply caused by a weakness in the component itself. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.